Event description:
Literature reference: x martin, et al. Treatment of benign prostrate hyperplasia (bph) by trans-urethral needle ablation (tuna), and follow-up of retreatment rates at 36 months. Progres en urologie. 2005; 15:674-680. Some patients experienced retension.

Manufacturer narrative:
This report is being submitted following an internal audit.